Event description:
The customer reported that the device display shows a clinking hourglass and the rfu indicator shows a solid red "x".

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.